Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A 3500a supplemental report was submitted due to additional information received for this complaint.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging there was both a leaking and air bubbles issue with the cartridge. On 08/16/2016, animas customer technical support received notification that 7 out of 10 cartridges in the box appeared to have visible traces of lubricant. It was not indicated how much lubrication was observed. There was no indication that the product caused or contributed to an adverse event. This issue is reportable because the presence of air bubbles or a leak in the cartridge can result in under delivery.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging there was both a leaking and air bubbles issue with the cartridge. There was no indication that the product caused or contributed to an adverse event. This issue is reportable because the presence of air bubbles or a leak in the cartridge can result in under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2016 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot u200104 was pulled and evaluated by product analysis on 08/26/2016 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
Follow-up #3 date of submission 03/31/2017 - device evaluation: the cartridge has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed. The complaint could not be duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.